Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. No constant tones during battery insert. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump fell into water and stopped working. It was reported that display screen went blank and was vibrating with a constant. Tone. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.